Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted as the patient was upgraded to an implantable cardioverter defibrillator (ICD) and the lead was no longer required. The lead returned to the manufacturer and a lead fracture was suspected. No patient complications have been reported as a result of this event.